Manufacturer narrative:
The reported defective device has been returned to the manufacture. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).

Event description:
As reported by the end user in (B)(6), during preparation for a pci procedure, the physician noticed foreign matter inside the barrel of the 10cc medication syringe. The physician set aside the syringe to be returned for evaluation and completed the procedure with another new of the same device. As this occurred during preparation, there was no contact with the patient and hence no harm to the patient.